Manufacturer narrative:
Ferrosan medical devices a/s has evaluated the publication. This is considered as the initial and final reporting of this event. (B)(6).

Event description:
Ferrosan medical devices a/s received information from distributor ethicon regarding an article, see below description. Event description: "title: anaphylaxis to surgiflo during posterior spinal fusion in an adolescent status post truncus arteriosus repair: a case report authors: manrique espinel, ana maria md; feldman, jeffrey m. Md; nelson, susan md, mph; smaliak, tatiana crna, msn; flynn, john m. Md; nicolson, susan c. Md citation: a&a case reports: post author corrections: october 24, 2017. Doi: 10.1213/xaa.0000000000000646 the authors describe a case of an adolescent with a history of repair truncus arteriosus undergoing posterior spinal fusion who developed sudden and profound hypotension that was ultimately confirmed to be an anaphylactic reaction to surgiflo. Echocardiography was used to aid in diagnosis and management of the cardiovascular effects of anaphylaxis in this patient with residual cardiac pathophysiology".